Manufacturer narrative:
Product was rec'd by MFR, however investigation is incomplete at time of this report. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the clips drop off when loading the applier. No pt injury reported.